Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A 28cm gore dryseal sheath was advanced through the femoral artery to the intended location. Several unsuccessful attempts were made to advance the leading olive of contralateral leg component into the contralateral gate of the ipsilateral trunk component, with the olive hitting the contralateral gate during the first attempt. It was decided to retract the delivery catheter of the contralateral leg component and use the sheath dilator to advance the proximal part of the sheath into the contralateral gate. When retracting the catheter it was realized that the loaded endoprosthesis on the catheter was missing. The sheath was subsequently removed from the patient and inspection under fluoroscopy revealed the endoprosthesis had unintentionally deployed within the sheath. Both sheath and contralateral leg component were replaced and no further issues were reported. The patient tolerated the procedure.

Manufacturer narrative:
Gore requested to have returned both the gore® dryseal sheath and the catheter of the pxc141400 contralateral leg component. However, upon receipt of the returned product, only the sheath was returned to gore for an evaluation. The investigation revealed that the introducer sheath contained the pxc141400 stent graft. The leading end of the catheter had broken inside the dryseal sheath. The root cause for the stent graft unintentionally deploying inside the sheath was the leading end of the catheter had broken. The root cause for the broken leading end of the catheter could not be determined based on the information provided. The lot and item number of the gore® dryseal sheath is unknown.